Manufacturer narrative:
An RMA has been issued to the customer requesting to have the instrument returned; however, isi has not yet received the large hem-o-lok clip applier instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the device logs for the large hem-o-lok clip applier (part# 470230-12 / lot/serial# n102003300103) associated with this event has been performed. Per this review of the logs, the large hem-o-lok clip applier was last used on 03-jan-2022 via system serial# (B)(4). There were 24 uses remaining after this last usage. There was no photo or video provided by the site for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is considered as reportable due to the following conclusion: it was alleged that the clip applier instrument moved with unintuitive motion. Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer stated that the large hem-o-lok clip applier instrument performed inappropriate clamp movements and went to the side instead of clamping the jaws. The procedure was completed with no reported injury. On 19-jan-2022, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to using and nothing out the ordinary was noted. The issue was persistent. The instrument was installed on the universal side manipulator (usm)/arm 3 and, after the failed attempt to clip, the instrument was replaced with a backup instrument without being tried on another arm. No information is available on the drape installed on the arm where the defective instrument was attached to. The drape was thrown away after surgery.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigation did not confirm the customer reported complaint. Fa found the primary finding of unable to test to be related to the customer reported complaint. The part was returned in damaged condition. The instrument is unable to be tested for intuitive motion on the in-house system as a result. The root cause is attributed to mishandling/misuse. Additional observations not reported by the site were observed. The instrument was found to have an engagement failure based on in-house testing. As a result, the intuitive motion test and clip test could not be performed. The instrument passed recognition testing but failed mechanical engagement when placed on the system. Instrument inputs failed to engage with the sterile adapter in multiple attempts. Upon visual inspection, the instrument was found to have an input disk broken, likely caused by the engagement failures. Input disk #6 was found completely detached from the base of the housing. Hairline cracks were found on grip input shafts. The root cause of broken instrument input disks is typically attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. The instrument did not exhibit any signs of physical damage at the distal end.